Event description:
It was reported that during a cryo ablation procedure, transient phrenic nerve paralysis occurred. While attempting ablation on the right superior pulmonary vein, phrenic nerve paralysis was observed during energy delivery, followed by loss of phrenic nerve capture after one minute. The physician immediately stopped the energy delivery and monitored the patient for 20 minutes, but phrenic nerve function did not recover, leading to the abortion of the procedure. The patient experienced temporary loss of diaphragm contractility. The patient underwent hospitalization and an x-ray was performed two days after the procedure. The x-ray indicated hat the transient paralysis of the phrenic nerve was resolved. The patient was discharged, and diaphragm contractility resumed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.